Manufacturer narrative:
Co had omitted the event description. Co will file a supplemental MDR report to add an event description. The event was reported as a pt death with no indication of a casual relationship. The ICD & a portion of the lead were returned. The ICD was functional with the exception of the high voltage output. Further interrogation & analysis revealed that the device had detected & delivered a number therapies just prior to the time of death. One therapy appears to have been delivered into a low impedance load (< 20 ohms) subsequently damaging the device output circuit. The lead segment returned was found to be functionally ok, however, only a portion was returned & that portion had been damaged apparently during the explant (stretched). Based on follow-up with the physician involved, he was unable to draw any specific conclusions about the relationship between the system performance & the cause of death. The rationale for the inability to draw a conclusion about a casual relationship is based on the following: 1. The ICD appears to have performed as expected (labeling cautions against output delivery into a low impedance load). 2. The analysis of the lead was not conclusive. 3. The source of the low impedance load was not determined. 4. The physician involved was not able to draw a conclusion concerning the relationship between the devices & the event. Add'l event info provided at request of FDA. Testing of this device found a low resistance short which is consistent with lead to can interaction. Add'l info requested from physician on cause of death, and the response indicated whether related to the system as unknown. No autopsy was performed or death summary available.

Event description:
The original info reported a pt death without device-related explanation and follow up with the physician identified sudden cardiac death cause unknown. It is co's understanding that the device detected and treated multiple events before it no longer delivered therapy, and device interrogation upon receipt confirmed this to be true.